Event description:
This instrment was received in february 1996. They have become rusty and particles of rust have fallen into the eye during procedures.

Manufacturer narrative:
Improper cleaning has been determined to be the cause of this event.